Manufacturer narrative:
Concomitant medical products: product ID: 8835, serial# (B)(4), product type: programmer, patient. Product ID: 8 709sc, serial# (B)(4), implanted: (B)(6) 2011, product type: catheter. (B)(4).

Event description:
On (B)(6) 2015 a consumer reported that the "pump fell through/bottom of subcutaneous," there was a big hole, they were bleeding, and in the hospital. The pump "pulled out" and was re-implanted. At the time of the event the pump was delivering morphine with an unknown dose and concentration. The indication for use was noted to be non-malignant pain and post lumbar laminectomy syndrome. Follow up was conducted to determine patient outcome and the cause of the pump falling, if additional information is reported a supplemental report will be sent.